Event description:
The customer reported that the charge button was not working in the AED mode. There was no negative patient impact.

Manufacturer narrative:
(B)(4): the complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.